Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary biopsy forceps device was used during a bronchoscopy procedure performed on (B)(6), 2011. According to the complainant, after taking a biopsy from the trachea, a small part of the blue coating detached into the patient. The physician was not concerned about the fragment and allowed it to remain within the patient. Reportedly, the device was inspected/tested prior to use, and no anomalies were noted. The procedure was completed with this radial jaw 3 pulmonary biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary biopsy forceps device was used during a bronchoscopy procedure performed on (B)(6), 2011. According to the complainant, after taking a biopsy from the trachea, a small part of the blue coating detached into the patient. The physician was not concerned about the fragment and allowed it to remain within the patient. Reportedly, the device was inspected/tested prior to use, and no anomalies were noted. The procedure was completed with this radial jaw 3 pulmonary biopsy forceps device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the sheath was scratched. The device riveting and crimping marks were within specification. Functionally, the device opened and closed within specification. The condition of the returned incident device was consistent with the complaint that a piece of the blue coating detached . The evaluation found that the scratch zone revealed evidence of particles from another material, most likely this occured from being rubbed against another surface. Therefore, the most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The weight of the patient is unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.